Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was unknown at the time of incident. The product will not be returned.

Manufacturer narrative:
Device passed the displacement test. Motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the occlusion test, prime test and excessive no delivery test due to motor error alarm during basic occlusion test. Motor passed motor test. No compromised force sensor system alarm noted.